Manufacturer narrative:
Concomitant medical products: femur and poly. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) male patient had a revision tka. Surgeon kept tibial implants and revised to cck truliant. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
H3: as reported, this 52 y/o obese male patient had a revision tka. Surgeon kept tibial implants and revised to cck truliant. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy. No additional information provided after multiple attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.